Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported when he removed the self-adhesive, he detected that the soft cannula was missing and was separated from the cannula housing. Patient plans to go to the doctor; no treatment received to date. Requested return of the alleged device for evaluation.